Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center monitor turned black and displayed an error code for seconds. The error is thought to be 217 (scope ID) error. The issue was found during an unspecified therapeutic procedure. During a second procedure, the same event occurred while using demo endoeyes. The subject device was also demo equipment. After both events, all cables were checked, unplugged, plugged again, and then everything was okay. There was no report of patient harm associated with this event. This report is related to linked patient identifier: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) one year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.